Event description:
During evaluation of a returned homechoice machine, one increased intra-peritoneal volume (iipv) event was identified which occurred in the therapy initiated on (B)(6) 2013 at 13:23:31. During night drain cycle four, the patient's ultrafiltration reading was 995ml, indicating the home patient (hp) drained 995ml more than their maximum programmed fill volume of 1500ml. No additional information is available.

Manufacturer narrative:
(B)(4). The device was returned for evaluation. During review of the event log, an increased intra-peritoneal volume (iipv) event was identified. The cause of the iipv event could not be determined. Should additional relevant information become available, a supplemental report will be submitted.